Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. Corrective and preventive actions (CAPA) reviews was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article titled "tevar of an aorto-esophageal fistula in esophageal cancer: case report and review of the literature.

Event description:
This was reported through a literature review. It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure of an aorto-esophageal fistula (aef). The sutures of two proglide devices were successfully placed. The sheath was upsized to a 22f sheath and the procedure was completed. The left femoral access was closed on the left with a 6f non-abbott closure device. The right femoral access was closed by fastening the knots of the previously deployed proglides while an 0.035-inch wire was left in place. Hemostasis was not sufficiently achieved for the rcfa, therefore, another non-abbott device supported by manual compression was used to achieve hemostasis. The patient left the interventional radiology department in stable condition. During follow-up there were no signs of complications at the vascular access site. Patient was discharged after 10 days in hospital in stable condition. The patient died 3 months after ptevar from cancer progression. No additional information was provided. Literature title: "ptevar of an aorto-esophageal fistula in esophageal cancer: case report and review of the literature.